Event description:
The patient sought medical attention at the emergency room (ER) on (B)(6) 2025, due to high blood glucose (bg) levels. He experienced dizziness and fainting, and his healthcare provider advised him to go to the ER due to acidity in his blood. He was diagnosed with high blood glucose and dehydration. He was discharged the same night after receiving fluids and insulin, which brought his glucose down to 330 mg/dl. The issue stemmed from the transmitter not connecting to the pod, despite double-checking the serial number. After troubleshooting, it was found that the wrong transmitter serial number was entered. Once corrected, the patient was able to get readings on his omnipod app and switch to automated mode. The patient confirmed that everything was resolved and had no further concerns. The pod was removed and discarded.

Manufacturer narrative:
Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Smartphone operating system: qp1a.190711.020.n960usqu9fvg2. Smartphone hardware: sm-n960u. Cgm sensor type: g6. According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, loss of consciousness and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.